Event description:
The technician alleged the bed had no nurse call function. No patient impact.

Manufacturer narrative:
The technician found the cable connector is too short and the cable was broken off. The technician replaced the cable to resolve the issue.